Manufacturer narrative:
The referenced previous gastrointestinal bleed on (B)(6) 2017 was reported under medwatch MFR report# 2916596-2017-03248. Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was readmitted (B)(6) 2018 for acute lower gastrointestinal bleed (gi). A colonoscopy showed a small ulceration with attached blood clot in the rectum that was treated with cautery. The patient had experienced a previous suspected gi bleed on (B)(6) 2017. As the admit of (B)(6) 2018 was the patient¿s second gi bleed, the patient was admitted and registered as status 1a on the transplant list. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.